Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse confirmed the error and cleaned the pins of the endoscope controller (ec) to resolve the issue. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted malignant tongue base resection surgical procedure, a recoverable error occurred after connecting the endoscope. The customer used the second endoscope, but the issue was not resolved. Before contacting the intuitive surgical, inc. (Isi) technical support engineer (tse), the customer had powered off the system and converted to another da vinci surgical system, but the issue persisted when the endoscope was connected. The tse had the customer try the third endoscope and reseat the endoscope connector on the endoscope controller (ec) five times without waiting for the endoscope initialization, and the issue was resolved. The procedure was converted to another da vinci surgical system with no reported injury.